Event description:
It was reported the patient presented to the clinic with no output. At the patient's last follow up, approximately 3 months ago, the battery voltage was 2.68 v. Further testing by the clincian revealed the device had reached eri. Although the clinician was not sure if the device truly had no output or had returned to nominal settings due to eri, the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.